Event description:
It was reported the parkinson¿s disease patient experienced an increase in his parkinson¿s disease symptoms on the left side of his body beginning in (B)(6) 2014. Impedance testing was performed and found the impedances on his right lead were ¿high.¿ unipolar electrode 2 had an impedance ¿>40000¿ ohms while unipolar electrodes 0 and 3 had impedances of 2018 ohms and 27723 ohms respectively. Bipolar electrode pairs 0-2, 0-3, 1-2, 1-3, and 2-3 were also found to have had high impedances at the time of testing. An x-ray was later performed and showed signs of breaking or disconnection. The patient¿s increase in symptoms remained at the time and he was ¿stable without any major complications.¿ it was noted he would ¿probably¿ undergo a surgical revision ¿soon¿ at that time. As of two weeks after initial report the possible date of revision remained unknown and the patient remained on their oral medication and was ¿stable.¿ the ¿origin of disconnection¿ remained ¿unknown¿ at that time. The patient ¿continued with dyskinesia and motor fluctuation of the left side¿ of their body as of two weeks after initial report. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# unknown, product type: lead; product ID 37085-60, lot# unknown, product type: extension; product ID 3389s-40, lot# unknown, product type: lead; product ID 37085-60, lot# unknown, product type: extension. (B)(4).